Event description:
It was reported that the patient presented to clinic with high impedance values on the high voltage lead. A set screw issue was suggested as a possible reason. Programming changes were discussed.